Event description:
A hospital pharmacy intern reported intraocular lens (iol) luxation during surgery. According to the reporter this event occurred recurrently with multipiece iols and the surgeon mentioned the iol haptics were too flexible. The facility was unable to provide further details. This is one of two medical device reports being filed for this event. This report is for a pool of unidentified pts. The report for an identified pt with surgery date on (B)(6) 2014 was previously filed under MFR report # 1119421-2014-00351.

Manufacturer narrative:
The product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The facility was unable to provide further details. (B)(4).